Event description:
"Hard, tender, painful right breast & tenderness in the left breast with encapsulation requiring right capsulectomy & left capsulotomy with bilaterial removal and replacement of breast implants. The right explant was ruptured and the left explant was intact."